Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's skin irritation/rash. No lot release and sterilization records were reviewed because no product lot number was reported. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Using the pod 5 / page 43. Warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to: wash your hands. Clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin.

Event description:
It was reported that after wearing the pod longer than 48 hours on the back, it was noticed that the site was irritated with a rash. The patient visited his doctor who prescribed a steroid cream (mometasone furoate), with indications of being used prior to pod application, and 100% hydrocortizone cream to help relieve the skin irritation and apply after pod removal. The mother reported that the patient has been experiencing this issue with the last shipment and it appears anywhere the pods are being worn.